Manufacturer narrative:
Data is in process of being provided for review. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The customer reported the initial patient sample generated influenza a negative, influenza b negative, and sars-cov-2 negative results on the cobas liat. A new sample was re-collected and stored away, then 12 hours later it was tested, resulting in influenza a negative, influenza b negative, and sars-cov-2 positive results on the cobas liat. Then the re-collected sample was repeated on the cobas liat and the cepheid xpert® xpress sars-cov-2/flu/rsv assay, resulting in influenza a negative, influenza b negative, and sars-cov-2 negative. The results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 1 MDR will be filed.

Event description:
The customer reported the initial patient sample generated influenza a negative, influenza b negative, and sars-cov-2 negative results on the cobas liat. This sample was not repeated and no discrepancy observed. A new sample was re-collected and stored away, then 12 hours later it was tested, resulting in influenza a negative, influenza b negative, and sars-cov-2 positive results on the same cobas liat. Then the re-collected sample was repeated on the cepheid xpert® xpress sars-cov-2/flu/rsv assay, resulting in influenza a negative, influenza b negative, and sars-cov-2 negative.

Manufacturer narrative:
Data review showed on 06mar2022, lot 20110z, run# 1879 resulted in influenza a&b negative, sars-cov-2 detected with CT=36.6 with low amplification, indication a very low viral load from either a sample at low titer or cross-contamination. No curve abnormalities are noted. Note that samples near or below the lod of the test may generate wavering results on repeat testing. Note that there are differences between the liat assay and the cepheid xpress assay and as such, results with one assay may not be reproducible with a different assay. It is possible that a low level of laboratory contamination could cause a low viral load in the sample. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing, and also the differences in testing platform sensitivities. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. --------------- b3 date of event was updated to 06mar2022 from 07mar2022 after data was provided and reviewed. B5/b6 were updated as the repeat of the recollected sample was performed on the cepheid xpert® xpress sars-cov-2/flu/rsv assay. Sn# of the cobas liat was added in b6. Device code was updated to a090806 from a090804. --------------- (B)(4).